Manufacturer narrative:
A ge service representative performed an onsite investigation. The tgi, system interface board, kv drive board and aec boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the unit was getting a generator communication error. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.